Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the allegation of lead body damage. The lead terminal cable was pulled apart, which is indicative of induced handling damage during the implant procedure. Laboratory analysis did not reveal any other findings that would cause or contribute to the clinical observations.

Event description:
It was reported that during the implant procedure, the physician attempted to tunnel this left ventricular (lv) lead from the right-side implant location to the left side of the patient. However, once the lv lead was pulled through the tunnel, the physician noted physical damage to the lead body. The physician exchanged the lv lead to resolve the event and the patient was stable with no adverse consequences. The lv lead was received for analysis.